Manufacturer narrative:
Unique identifier (UDI) #: (device identifier) - (B)(4). Approximate age of device ¿ 1 year and 4 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was admitted with gastrointestinal bleeding. The patient's hemoglobin level was down from baseline of 13 g/dl to about 7 g/dl with a supratherapeutic inr (between 4-7 reported at outside hospital). The patient received 3 units packed red blood cells. There were also some transient power/flow spikes. No further information was provided.

Manufacturer narrative:
The device remains in use and was not available for evaluation. A direct correlation between heartmate ii lvas and the reported gastrointestinal (gi) bleeding event could not be conclusively established through this investigation. Analysis of the log file that was provided by the account confirmed the report of elevated power. The pump appeared to be functioning as intended. The heartmate ii lvas instructions for use (IFU) lists bleeding as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Information regarding the recommended anticoagulation therapy and inr range is also provided in this document. The heartmate ii lvas IFU explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The patient remains ongoing on heartmate ii lvas and no further events have been reported. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.